Event description:
It was reported that the patient presented to the clinic for a follow up. Interrogation of the pulse generator noted that the right atrial (ra) lead was oversensing noise resulted in inappropriate mode switch episodes. The lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
New information received notes that the ra lead also had insulation damage.